Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead was returned in segments and analyzed. Visual analysis revealed the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant: d154vrc ICD 2006-(B)(6). (B)(4)

Event description:
The lead was returned to the manufacturer with no information after being explanted and replaced. The lead subsequently tested out of specification during manufacturer's analysis. Follow-up revealed the lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.